Manufacturer narrative:
(B)(4) catalog# corrected to 112082070. A device history record (DHR) review was performed on lot number 15gg19 and there were no issues found that could relate to the reported complaint. Three representative samples were returned from lot number 15gg19. A visual exam was performed and no visual defects were detected. The devices were inflated to 25 mbar with a calibrated endotest meter and no abnormalities were found. The cuffs were then deflated with a syringe and they deflated without any difficulties. The samples were immersed into water with the cuffs inflated and no leaks were observed. In addition, colored water was injected into the cuffs and no obstructions were detected. Based on the returned representative samples, the complaint could not be confirmed. There were no issues found with the returned devices. The cuffs could be inflated and deflated without any abnormalities.

Event description:
The customer alleges the balloon leaked and did not inflate.

Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown at this time. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges the balloon leaked and did not inflate.